Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was deleting reports prior to the seven-day programmed window was met, resulting in some reports being lost. It was noted that the issue was likely with the hard drive, and the caller was advised to return the programmer for servicing. It was also noted that the caller was going to wait to return the programmer due to lack of available units, so it was suggested that they print the reports in real-time, or save to portable document format (pdf) on a universal serial bus (usb) as a backup to prevent losing reports in the meantime. The programmer remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.